Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As per maude report # mw 5068192: I had thr in 2014. Complained from the beginning that I had pain in the back of my leg. I was told to exercise more and stretch that muscle. Now in 2017, I have been to a new dr and the discrepancy in leg length caused scoliosis of my back causing more pain. The pain in the muscle is because it is stretched to the max. I am now facing more health issues from a dr who didn't measure correctly before the surgery.